Event description:
The patient reported that she noticed an air bubble while she was changing the site and cartridge, due to an elevated blood glucose level. The patient disposed of the cartridge and does not have the lot number available.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.